Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an umbilical hernia repair in which a robotic laparoscopic procedure was initially attempted, the tacker was involved in system freezes and a failure of the tacks to release. It was further reported that when pressure was applied, several staples were ejected from the jaws at once., but this was not sufficient to complete the procedure. The surgical time was extended by approximately one extra hour. The procedure was converted to open surgery to secure the site manually.